Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by physician that there was an anomaly and the implant was marked in the mass. Additional information has been requested.

Manufacturer narrative:
A photo was provided. The photo shows the eye with a crosshair over the image. The lens and reported damage could not be visualized. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. No determination can be made without physical evaluation of the complaint sample. A non-qualified viscoelastic was indicated. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instruction for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).